Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023 all hardware was removed in a revision surgery on (B)(6) 2023 due to loss of correction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023 all hardware was removed in a revision surgery on (B)(6) 2023. According to the surgeon, clinical setting factors during the initial bunion surgery resulted in an inability to achieve appropriate correction. The surgeon and anesthesiologist disagreed with regards to tourniquet time. The surgeon felt rushed and had to perform part of the surgery "wet" (while the tourniquet was down), which she believes prevented her from achieving an appropriate correction. However, the revision surgery was performed and an ideal correction was achieved. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is operator technique. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in MDR 3011623994-2023-00257 and MDR 3011623994-2023-00258.